Event description:
The customer reported to customer service that used her breast pump with 24mm breast shields for her first child. However, with her second child, she has tried both 27mm and 30mm breast shields but finds pumping painful.

Manufacturer narrative:
Customer service verified breast shield sizing with the customer and recommended that she consult a lactation consultant or other health care provider. The customer indicated that she is experiencing pain using her breast pump with a second baby; she has tried different sized of breast shields, with no relief. She developed mastitis for which she received antibiotic treatment. She took her pump to the local hospital who tested it and found it to be working "like a new pump." The hospital's lactation consultant does not see outpatients, so she was given a phone number to locate one in her area. She is currently using the 27mm breast shields, which are the least uncomfortable. She is using all purpose nipple ointment by prescription to prevent skin breakdown and recurrent mastitis. She lets the pump run through the stimulation phase on the lowest setting and then it goes into expression phase automatically and she pumps on the lowest setting in that phase for 15 minutes. After about 5 minutes, the pain goes away. The customer disclosed that she exclusively pumps because she has flat nipples. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" ((B)(4))]. It cannot be definitively concluded that the pump caused or contributed to the mastitis. It is possible that ligaments within her breast that keep the nipples from becoming erect may be stretched when pumping, causing the painful sensation. Complaints will be monitored for similar issues.